Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had previously been programmed off due to intermittent pacing impedance measurements greater than 2000 ohms due to a suspected fracture. The physician wanted to program the lead back on or replace the lead. Elevated threshold measurements and no capture was observed despite maximum device outputs. A revision procedure was performed and the lead was explanted. A replacement lead could not be implanted due to occlusion. No additional adverse patient effects were reported.